Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # va0fq1r, implanted: (B)(6) 2014, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient still had concerns regarding their device or therapy but were working with their healthcare provider or manufacturer representative. An appointment date of (B)(6) 2014 was noted. It was reported the patient had lost therapeutic effect due to changing programs. It was noted changing back to the original program resolved the issue. It was reported the patient's pain was due to running stimulation too high. It was noted turning stimulation down resolved the issue. It was reported the patient was doing well.

Event description:
It was reported that the patient¿s stimulation was intermittent. The patient stated that sometimes it did not work and then it would start up again. This began ¿about a week ago.¿ the patient was exposed to a theft detector or security gate and the issues occurred after this. The implantable neurostimulator (ins) was turned on during exposure. The patient stated that she had symptoms and when it was not working she had more accidents. The patient was assisted with the programmer and saw she was on program 1 at 0.8 volts with a lightning bolt. The patient noted that this was the program she had been on and it was working at the time of the report. The patient saw her doctor before and after the event occurred. The patient had an appointment the week prior to the report and the doctor used her patient programmer. The patient stated that for some reason it seemed like it started after that and all the doctor did was ¿bump it up one notch on intensity.¿ it must have started after that, that night, and the patient had been trying to figure out if she really felt it or not. The patient stated that she would be ¿quiet and hold still¿ and not feel it and then there ¿would be a problem that happened when it was not working and then it would start back up again and everything would be good for a while.¿ about two and a half weeks later it was reported that the patient had a loss of therapeutic effect. The patient had a lot of pain at the ins pocket area and across her lower back. The patient was not sure if the pain was related to the stimulation or not. The patient met with a manufacturer representative at the doctor¿s office on (B)(6) 2014 and needed to follow-up with him. The patient was reset to a different program and had an increase in fecal accidents. The onset was noted as gradual. The patient was also told to turn therapy off for two days and then back on. Additional information was requested, but was not available as of the date of this report.